Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure. The doctor recommended a course of action when encountered difficulty cutting through tissue using the snare. Then advised the nursing staff to try straightening the catheter near the handle by running their hand along the proximal part of the catheter just below the handle. This action improves the transmission of force to the snare tip. However, it was noted that during this process, the sheath and/or wire attached to the handle may separate. The procedure was completed with a similar 10mm round cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a050702 captures the reportable event of loop cutting issue.